Event description:
A hair-like particle was observed in the package when it was opened. There was no patient injury / medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). Baxter medical assessment: visual inspection of photographs taken of the baxject device contained in its opened package revealed that the fiber is darkly-colored and opague. A composition and solubility analysis is required to determine the possible identity of the fiber and its potential to pose harm. We are unaware of any other reports of finding similar fibers in any un-opened baxject device packages. If the fiber had entered the packaging before final sealing, it would have been sterilizd after sealing had been performed. If the fiber is insoluble, the location of the fiber suggests that it would be highly unlikely to enter the fluid path of the device. If by chance it was able to enter the fluid path and the fiber is insoluble, it would be unlikely to cause any immediate harm since the device is for single use only and an in-line filter would remove the fiber from the solution before infusion of the reconstituted product. (B)(4). A follow-up will be submitted once the composition analysis is received and evaluated.